Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at the time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr results: results are as follows: date: (B)(6) 2014. Inratio inr: 2.1, 5.1, and 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was within a thirty (30) minute time frame. Reportedly, the same finger stick was used to perform multiple tests. There was no reported adverse patient sequela. There was no additional information provided.